Event description:
It was reported to philips that the system's wireless footswitch was not working, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips made good faith efforts to obtain information about the patient and procedure outcomes. The investigation could not proceed due to insufficient information about the patient, procedure outcomes, troubleshooting, and resolution. Philips made efforts to obtain the necessary information, but it was unavailable. No work performed by philips. The codes were updated based on the investigation outcome.